Event description:
Hemodialysis begun in dialysis suite and within 10 mins "air in blood" alarm occurred - pt on gambro phoenix machine - seventeen days earlier, had service call for problem with air detector- two dialysis nurses mentioned as witnesses above were unable to clear this alarm. -note: no air in venous return line - only some foam in venous chamber - unsure if inability to clear alarm was due to machine malfunction. Dialysis lines and blood contents disconnected from pt in attempt to correct problem without risk to pt. In this time the pt developed labored respirations and apnea. Telemetry showed bradycardia but pt had pulse. Code blue called with response. The nurses were not able to return blood from machine because of clotting at this point due to alarm issue mentioned earlier. Pt was given support. Ambu bagging, airway, ns replacement, atropine and pressor for bp - did not require intubation- and was transferred to ICU.